Manufacturer narrative:
(B)(4). The device was originally manufactured in 1997. The homechoice (hc) was returned and analyzed. A system error (se) 2279 (start-up failure), low drain volume alarm, check lines and bags alarm, and a caution: negative uf alarm were all identified in the event history log review. None of the alarms were able to be duplicated during sample analysis. The hc passed all electrical and functional tests. A simulated therapy was performed successfully, and no abnormalities were identified during internal and external inspections. A device history record review was performed and determined that the device was no longer in its original manufactured condition. The service history record showed no previous service events were the same/similar to the reported problem and all specifications were met during previous service events. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that an unspecified alarm occurred during use on the home choice (hc). The technical service representative (tsr) arranged the return of the device. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was reported to be available but has not yet been received. Should additional relevant information become available, a supplemental report will be submitted.